Event description:
Customer reported the inform system gave a blood glucose result of 82 mg/dl at a time when a patient reported symptoms of hypoglycemia. A lab result within 10 minutes was 43 mg/dl. The customer was treated based upon symptoms and lab result. A request was made for the return of the system, replacement was sent.